Event description:
It was reported that the blood coagulated in the reservoir tank of the device. Two hundred cc of blood was collected and discarded. There were no adverse consequences reported. No bagged or pre-donated blood was given to the pt. No medical intervention was required.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.